Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device in use there was a cycling issue with the unit. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the device had cycling issues. The root cause of the issue was determined as component in the input manifold. O-ring in the input manifold, label and battery door were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.